Event description:
It was reported that the insulin pump had a frozen display. Troubleshooting was performed. It was stated that the device had unresponsive buttons. Instructed to the customer to let the insulin pump to rest for two hours and calls us back. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.